Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger .product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient programmer and implantable neurostimulator (ins) recharger would not connect to the ins. The patient stated she was feeling intermittent stimulation. The patient had a fall that she says was not a major fall the week before the report. No outcome or intervention reported. No patient symptoms reported. Additional follow-up is being conducted, if additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had an issue with the device before. No further complications were reported.